Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload had the full complement of staples. The jaw of the reload was open. Functional testing found that the reload was loaded into a representative handle. The reload was loaded with the handle repeatedly, and no functional abnormalities were found. The reload was cycled without hesitation or binding and was applied to test media. All staples were properly placed, and test media were transected. The reload interlock was tested and found to function properly. It was reported that there was an excessive load detected during use. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: reload broken adapter lugs. Functionally, damage was found on the single-use loading unit lug. The product analysis noted evidence that the device was not used as intended. This issue may occur with over flexure of the reload while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: ensure that the black return knob on the instrument is pulled back completely and the articulation lever is neutral (0° relative) to the instrument. Cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm that the reload jaws open fully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigphandle sig power sigphandle handle - (serial#unknown); sigpshell sig power sigpshell control shell - (lot#unknown); sigadaptstnd sig power sigadaptstnd linear adapter - (serial#unknown); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, an excessive force error was displayed on the powered handle. A new reload was used to resolve the issue. There was no patient involved.